Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor siltex contour profile moderate 425 cc saline breast prostheses. The patient noticed that the left prosthesis had deflated. At the time of this report, mentor has received no further information regarding explantation, except for an expected date of explantation of (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.6 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Parallel lines of shell wear were also observed on the anterior aspect and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).